Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient underwent another gynecological procedure on (B)(6) 2011 and another mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a hernia repair procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient also experienced infection, urinary problems and dyspareunia. It was reported that the patient has undergone multiple surgeries and revisionary procedures. On (B)(6) 2011, the patient underwent a hernia repair with sutures due to pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05714. The same patient is represented in each medwatch. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number. It was reported that the patient underwent surgical procedures on (B)(6) 2002 and (B)(6) 2003 and bard composix kugel mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2007 and ethicon ultrapro mesh was implanted. The patient underwent another surgical procedure on (B)(6) 2011 and tvt (gynecare) was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures.